Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("uterine fibroids") and dizziness ("dizziness"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine leiomyoma and dizziness outcome was unknown. The reporter considered dizziness, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dizziness ("dizziness") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine leiomyoma and dizziness outcome was unknown. The reporter considered dizziness, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: she had need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had not resolved and the uterine leiomyoma and dizziness outcome was unknown. The reporter considered abdominal pain, dizziness, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: she had need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New event abdominal pain, menorrhagia was added. Reporters information, patient demographics was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic') in an adult female patient who had essure (batch no. 838569) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual flow excessive, uterine leiomyoma, adenomyosis and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dizziness ("dizziness") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (to remove the essure/salpingectomy bilateral, abdominal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had not resolved and the uterine leiomyoma and dizziness outcome was unknown. The reporter considered abdominal pain, dizziness, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: she had need for additional surgery discrepancy noted: date of removal as per mr is (B)(6) 2017. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine fibroids, menorrhagia (heavy menstrual bleeding). Lot number: 838569 manufacture date: 2011-03 expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic') in an adult female patient who had essure (batch no. 838569) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual flow excessive, uterine leiomyoma, adenomyosis and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dizziness ("dizziness") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (to remove the essure/salpingectomy bilateral, abdominal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had not resolved and the uterine leiomyoma and dizziness outcome was unknown. The reporter considered abdominal pain, dizziness, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: she had need for additional surgery discrepancy noted: date of removal as per mr is (B)(6) 2017. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine fibroids, menorrhagia (heavy menstrual bleeding). Most recent follow-up information incorporated above includes: on 15-jan-2021: mr received: lot number was added. Follow up 4 and 5 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.